Event description:
The customer reported that the insulin pump had a button error alarm. The customer reported that prior to the error alarm, he wore the device while playing soccer. Blood glucose level at the time of the incident was 60 mg/dl which he treated with food and juice. Blood glucose level at the time of the call was 77 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The pump also had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.